Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08459. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a 33mm watchman® laa closure device and delivery system (wds) were used. The physician gained transseptal access and exchanged the transseptal sheath for the was. He then used a non-bsc pigtail catheter to get into the distal end of the laa. Once the physician achieved sufficient depth, he removed the pigtail catheter and inserted the wds. Upon insertion, there was resistance felt and it was noticed there was a kink in the was. The physician removed the wds and noticed the device was damaged. The marker band was bent. The physician removed the was and exchanged it for another was. A sweep was performed which confirmed no pericardial effusion. The laa was again engaged using the pigtail catheter and the was was positioned correctly in the laa. The pigtail catheter was removed and another 33mm wds was advanced and deployed. The initial deployment was distal in the appendage and there was a lobe that was uncovered so the physician then chose to do a partial recapture and bring the closure device more proximal. He went through the release criteria and the device met all requirements for release. The device was then released and the patient was fine. A transesophageal echocardiogram (tee) was performed which confirmed no pericardial effusion. The patient was given heparin for the procedure and it was reversed using protamine at the end of the case. About two hours post procedure, the patient complained of chest pain and shortness of breath. It was then noticed that there was a small pericardial effusion. A pericardiocentesis was performed and they were able to drain approximately 270cc of dark blood from the pericardial drain. Prior to the pericardiocentesis, the patient's blood pressure had dropped to around 100 systolic and after the pericardiocentesis the blood shot up to 160. After the discovery of the effusion, it was also noted by the anesthesiologist performing the tee that the closure device appeared more proximal, with a large shoulder, than it did at the end of the case. The patient was hemodynamically stable after the pericardiocentesis.